Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient mentioned that he was hospitalized due to inaccurate cgm values. The patient stated his cgm was providing ¿normal readings¿ (no specific values reported) while the patient's bg meter reading was ¿high¿ (no specific values reported). No patient symptoms were reported. The patient provided no further event details, including medication/treatment details or how long he was in the hospital prior to being discharged. Attempts to reach the patient for further event clarification were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.